Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6 fr angio-seal vip was received for product evaluation. The returned sample included the arteriotomy locator, hemostasis sheath, carrier tube assembly and header bag. The arteriotomy locator and hemostasis sheath were not mated together. The carrier tube assembly was not in the polyfoil pouch and the bypass tube was intact at the distal tip. The header bag was also returned. The returned device was visually inspected. There was some blood-like substance on the arteriotomy locator, hemostasis sheath and the carrier tube assembly. Upon observation, there was no sign of deformation or damage to the arteriotomy locator. The hemostasis sheath was observed to have a kink at the inlet hole. The inlet hole of the hemostasis sheath was observed to have become ovalized with the edges protruding in a bulge. The complaint could be confirmed for a kink in the hemostasis sheath. The likely cause is the user bent the sheath while inserting into the artery. The bending of the sheath was likely caused by the application of off axis forces. Based on the investigation of the returned device, the exact root cause cannot be determined. The DHR review determined there were no manufacturing issues that may have led to this event. The sample was in a conforming state when released from terumo control.

Manufacturer narrative:
Implanted date - device was not implanted. Explanted date - device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The angio-seal device was used for an emergency case. The tip of the locator was kinked and could not be inserted into the artery. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The physician would like to know the mechanism that the tip of the locator was kinked and precautions during manipulation if any. There was no health damage to the patient. The blood loss was less than 250cc's. The procedure before deploying the device was percutaneous coronary intervention (pci). It is unknown whether a pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. It is unknown whether the puncture site was distal or proximal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.